Manufacturer narrative:
Isi received the mbf instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. The instrument was found to have damage of the conductor wires insulation and charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. Fa found an additional failure on the instrument that was not reported by the customer. The instrument was found to have an input disk broken. Input disk #7 was found broken into pieces inside of the housing. Improper cleaning during reprocessing most commonly causes this failure. A log review was performed for the mbf instrument (pn 470205-16/lot # n10200106-0005) and the following was found: per logs, the instrument was last used on (B)(6) 2020 on system sk3577. The instrument had 22 uses remaining and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mbf instrument was found to have damage of the conductor wire's insulation and the electrical continuity test passed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Information for the initial reporter is not available. Recall is not applicable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the operating room (or) team discovered the cable in the maryland bipolar forceps (mbf) was out of its gear. It is unclear what issues, if any, occurred during the procedure; however, the reporter indicated a similar instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.